Manufacturer narrative:
Concomitant medical products: product ID: 5071-35 lead, date of implant (B)(6) 2019, 407652 lead, date of implant (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined impedance was observed on the superior vena cava (svc) coil of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.